Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: posterior spinal fusion t10-ilium, transforaminal lumbar interbody fusion l4-5 and l5-s1. It was reported that during surgery when the disc shaver was used in the disc space, the shaver broke off into the patient. After some manipulation, the shaver was finally freed from the disc space. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.